Manufacturer narrative:
Several attempts have been made to obtain additional details of the reported events. No lot numbers are available, and the product was not returned for investigation. Based upon desara tv shipments to dr. (B)(6), lot # h10007 may be used during surgeries of the reported events. Lot history record for lot # h10007 shows no non-conformances or deviations. Mesh passed finished device inspection tests, component lots used to produce desara tv also shows no non-conformances or deviations. It is unknown if corrective surgeries have taken place and if so, the outcome is unknown. Based upon the information as presented, it is unknown whether the issue as described is related to the device, patient medical history, or surgical technique. Mesh erosion/extrusion is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history. Erosion is labeled in the product instructions for use (IFU) warning section. When used correctly as intended, the clinical benefit to the patient for the treatment of stress urinary incontinence outweighs this risk.

Event description:
Dr. (B)(6) reported to sales rep that he had 12 erosions using desara tv (clear). Dr. (B)(6) refuses to use our products, unless caldera medical will implement some changes in manufacturing, porosity, and density to improve desara tv. Additional information has been requested from surgeon including details, treatment, and lot numbers associated with each issue. No lot numbers are available, and the product was not returned for investigation. This submission is MDR 2 of the 12 reported adverse events of erosion.